Manufacturer narrative:
The reported events were lead dislodgement, operation issue, failure to capture, failure to sense and far-field r wave oversensing. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of failure to capture, failure to sense and far-field r wave oversensing were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification.

Event description:
It was reported that while the patient remained hospitalized following the initial implant, presented remotely via merlin.net and experienced bradycardia. Review of the transmission revealed that the right atrial (ra) lead failed to capture, failed to sense p-waves, and that the atrial and ventricular signals appeared stacked. A procedure was performed, and fluoroscopy showed that the ra lead was dislodged and was no longer in the atrium. The physician was able to advance a straight stylet but was unable to advance a j-shaped stylet into the ra lead without an introducer sheath and was therefore unable to reposition the ra lead in the right atrial appendage. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.